Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4)

Event description:
A surgical technician reported that multiple knives used during separate surgeries had questionable sharpness. Many patients experienced difficulty with wound sealing and some experienced a protruding iris. Additional information has been requested. Additional information received clarified that each of three patients received one stitch in order seal the incision with no patient harm experienced. No further patient identifier information can be expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of problems with wounds sealing at the end of the cases therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the surgeon has reviewed and changed her technique a bit and there has been no further wound sealing issues experienced. Knife sharpness remains as suspect. Finally, the issue of protruding iris has been attributed to the patient's use of the prescriptive medication and its impact on floppy iris syndrome.